Manufacturer narrative:
Siemens headquarters support center (hsc) has evaluated the information provided and the instrument data logs and has completed the analysis of the event. The instrument data provided a sample aspiration profile. It was noted that the sample treated with the lipoclear product had an atypical aspiration pattern when compared to a sample being handled and processed according siemens instructions for use. All of the instrument data are consistent with normal operations and within specifications. There is no indication of an instrument or reagent issue. The cause of the discrepant results appears to be associated with the use of the lipoclear product to pre-treat the sample. Lipoclear has not been validated for use with the dimension exl analyzer or assays by siemens. Lipoclear, from statspin, utilizes a non-ionic, non-toxic polymer which causes the removal of lipoproteins in grossly lipemic specimens, yielding a clear sample suitable for the analysis of many constituents. The use of lipoclear for pretreatment of lipemic samples before testing with the ctni and calcium assays is not validated and therefore the validity of results obtained with its use is unknown. All ctni results obtained with samples not pretreated with lipoclear demonstrated results consistent with the reference lab result and ctnt assay result (two days later). Ctni results are not used in isolation and would be correlated with ECG results and clinical presentation. Serial ctn testing occurs over time to assess for a rising or falling pattern consistent with acute myocardial infarction (ami). It is known that positive (>99th percentile) ctni results may occur due to pathologies other than ami, where results are elevated but static (not rising or falling over serial samples). In a patient with the pathologies present as described above as the patient diagnosis, ctn would be taken into context with the results of other testing such as a metabolic panel, cbc, lipase, and other biomarkers, as well as imaging, as appropriate based on clinical presentation due to the possibility of a non-ami cause of ctni elevation (ex. Sepsis, renal failure, hypoxia), mitigating the potential for misdiagnosis of ami. The potential for injury is negligible.) The device is performing within specifications. No further evaluation of the device is required. The customer will be informed of siemens findings. This MDR is being filed in an excess of caution.

Event description:
Two discordant, elevated cardiac troponin I (tni) results were obtained on a patient's samples on the dimension exl system. The patient's samples were grossly lipemic. The customer treated the samples with lipoclear (a non-siemens product used to remove lipoproteins to clarify the sample) and high results were obtained on the samples. (Lipoclear has not been validated by siemens for use with the dimension exl analyzer or assays.) The results after lipoclear treatment were reported to the physician(s). The customer sent a sample not treated with lipoclear to an alternate facility where a lower result was obtained on a later date. No treatment was performed on the patient due to the discordant, elevated tni results. No cardiac procedures were performed due to the elevated tni results. The patient was stabilized and transferred to another facility on (B)(6) 2018 and the patient expired on (B)(6) 2018. There are no reports of adverse health consequences attributed to the discordant, elevated tni results.